Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as a conduit for an unknown device during the endovascular treatment of a ruptured aaa. It was reported a few days post the index procedure it was noted by customer service that the sentrant sheath used during the procedure had expired 3 days previous to the index procedure. No adverse events have been reported due to this event. The cause of the event was determined as use error and due to the emergent nature of the index procedure due to the patient's deteriorating condition. No additional clinical sequelae were reported and the patient is fine.